Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented to the hospital after receiving a shock. Upon interrogation, the device was found in backup mode due to a power on reset (por). The device was explanted and replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2019-06279.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was in backup mode upon receipt in the lab. The cause of the backup operation was due to a power-on reset (por) during high voltage therapy delivery. An arc was observed on the can, which indicated that the lead arced to the can during high voltage therapy, which caused the por. Further analysis was performed. An arc mark was present on the can of the device. Energy dispersive x-ray (edx) analysis confirmed lead material was present in the arc mark, which shows the root cause of the por and resulting backup operation was due to a lead anomaly.